Event description:
It was reported that during the implant attempt, the lead was damaged while trying to split the introducer. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The outer insulation was breached cut. Blood/body fluid was present on the proximal conductor (not obstructed), which was also distorted.